Event description:
When starting intravenous line (IV), 22 g catheter malfunctioned and needle went through catheter while poking patient. Catheter was able to be pulled out of patient¿s arm and was broken, but no part of catheter left in arm. Because of malfunctioning of this item, patient needed to be poked again for IV insertion and lab draw.